Event description:
The customer reported via phone call that she experienced a high blood glucose level and lost consciousness. Her blood glucose level was over 600 mg/dl. The customer's nurse gave her 5 units of insulin. She was not hospitalized. The insulin pump alarmed no delivery and that led to the hyperglycemic event. The alarm was resolved with a complete infusion set change. The meter readings were not transferring to the insulin pump. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.